Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, at 5am it was reported that the patient was hospitalized due to low blood glucose. The length of the hospitalization was 8 hours and blood glucose was reported 38 mg/dl.patien intake carb, food and glucose to ecountered hyoglycemia. No further information available.